Event description:
The patient contacted animas on (B)(6) 2012 and stated that the up and down arrow keypad buttons were sticking and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump exterior to a garment and cleaned it with alcohol. The pump user guide instructs the user do not use household cleaners, chemicals, solvents, bleach to clean your pump. The user guide also instructs the patient that under no circumstances should an alcohol wipe or skin prep be used to clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and down arrow buttons were found to be intermittently unresponsive; the ok and contrast buttons responded appropriately. There was evidence of contamination found under all of the key contacts and none of the keys had normal tactile feel.